Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. Performed visual inspection on returned meter and no issues were observed. Meter did not power on upon button press and retain strip insertion. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the de-cased meter; no issues were observed. Replaced battery with retain battery, meter did not turn on. Measured crystals. Observed crystals were not oscillating. An extended investigation was also performed. The meter was de-cased and observed the liquid crystal display (lcd) cable was not properly bonded to the printed circuit board (pcb). The poor bond is the cause of the blank screen issue. The issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.